Manufacturer narrative:
Device evaluation is not necessary as the event was not related to the performance of the device.

Event description:
It was reported by the surgeon's office the patient's vns generator pocket site had split open. The patient underwent explant surgery of both the lead and the generator due to the dehiscence and infection. Review of the device history records for the generator and the lead confirmed both devices had been sterilized prior to distribution.